Event description:
Complainant alleged that while attempting to defibrillate/analyze a pt, the device inappropriately displayed an "attach pads" message. Complainant indicated that the medics replaced the pads and the same message appeared. Complainant indicates that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.